Event description:
It was reported that during an acl surgery the device tore during tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-1588rt-2j, tightrope® ii rt, batch 15412805, was returned for investigation. Visual evaluation of the device noted that the sutures were torn. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error in the device, as excessive force was used when tensioning the sutures. The complaint allegation is confirmed.